Event description:
Customer's mom reported her son experienced high blood glucose (bg) levels on the third day of wearing the pod. At 8:00 am, his bg was 498 mg/dl and the pod was deactivated. Customer had trace ketones. The pod was returned for eval.

Manufacturer narrative:
The returned product was evaluated and no evidence of any mfg defect was detected. An air bubble, equivalent to 8-10 units of insulin in size, was found in the device's insulin reservoir. This typically occurs due to the customer injecting air during the fill process, rather than a mfg process issue or product defect. User error is confirmed as having caused the pod to fall to perform its essential function. Product lot qualification records were reviewed and determined to have met all acceptance criteria. The omnipod user guide instructs users on proper filling technique and warns to, "never inject air into the fill port. Doing so may result in unintended or interrupted insulin delivery." Interrupted insulin delivery has the potential to result in high blood glucose levels.